Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd phaseal¿ secondary set (c62), the device experienced leakage. The following information was provided by the initial reporter. The customer stated: during priming there was no leak noticed, however after injection of chemo, the drug leaked out from the y site.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd phaseal¿ secondary set (c62), the device experienced leakage. The following information was provided by the initial reporter. The customer stated: during priming there was no leak noticed, however after injection of chemo, the drug leaked out from the y site.

Event description:
It was reported when using the bd phaseal¿ secondary set (c62), the device experienced leakage. The following information was provided by the initial reporter. The customer stated: during priming there was no leak noticed, however after injection of chemo, the drug leaked out from the y site.

Manufacturer narrative:
H.6. Investigation: one photo sample was provided to our quality team for investigation. Upon visual inspection, the asm phaseal connector mismatched from the y site, causing a leakage of the infusate drugs. A device history review was performed and found no non-conformances associated with this issue during the production of lot ta12142, all product was manufactured according to specification. Twenty retained samples were used for additional evaluation. There were no visual defects, damage, or breakage noted and in all cases the product performed as expected. Leakage test was performed, no leakage was detected. Product undergoes inspections throughout manufacturing according to procedure. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction. While we cannot identify a direct issue, it is likely this incident could be an extra force made by the user during the manipulation of the sc35_sub (phaseal connector +y site).